Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a blood glucose (bg) level of 350 mg/dl and diabetic ketoacidosis. Subsequently, the customer was hospitalized. Bg was treated with intravenous insulin. The customer's healthcare provider determined that due to customer growing, customer became more insulin dependent and therefore required an adjustment to pump basal rate and carbohydrate ratio settings. The customer was released on (B)(6) 2019 with the issue resolved and no permanent damage. Customer reported that after the settings adjustment, bg is "under control".